Manufacturer narrative:
Concomitant medical devices: 6935m62 lead and 439888 lead, implanted: (B)(6) 2016.

Event description:
It was reported that the patient's lead had high impedance due to the device set screw not being engaged. It was further reported that the atrial lead was loose in the device header. The lead was removed from the device header then reinserted and the device set screw was engaged. Both the lead and device remain in use. The patient was a participant in the world-wide randomized antibiotic envelope infection prevention trial. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.